Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front right ECG electrode. The area was described as an open sore that was the size of the electrode. During a follow up, it was reported that the patient saw his doctor and was instructed to use a water based lotion. The patient reported that the irritation had improved and was scabbing.